Manufacturer narrative:
A companion sample was received for evaluation. Visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor underinfused during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.